Event description:
Surgeon was trialing new product variax2 compression plate broad curved ref629562s lot r09352. Surgeon attempted to placed 3.5 x22 bone screw out of variax elbow system (loaner tray from chicago branch) in oblong "compression" hole in compression mode in the first oblong hole proximal to fracture line. Surgeon was advised to use compression drill guide and two finger tightening technique when inserting screw. Surgeon did not use compression drill guide. 3.5x22mm bone screw went through the plate without drastic visual bending of plate/screw interface.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: this product has no failure because the error was caused by the associated plate. The customer will get a credit note.

Event description:
Surgeon was trailing new product variax2 compression plate broad curved (B)(4) lot r09352. Surgeon attempted to placed 3.5 x22 bone screw out of variax elbow system (loaner tray from (B)(4)) in oblong "compression" hole in compression mode in the first oblong hole proximal to fracture line. Surgeon was advised to use compression drill guide and two finger tightening technique when inserting screw. Surgeon did not use compression drill guide; 3.5x22mm bone screw went through the plate without drastic visual bending of plate/screw interface.